Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during preparation, when the physician removed the protective sheath, the stent implant had dislodged. No additional event or pt info is available.

Manufacturer narrative:
Results and conclusion summation: product performance engineering determined that potential causes for stent dislodgement prior to use may include improper or inadequate crimping, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, and/or handling of the stent during prep. Return of the mini vision sds used during the procedure may have aided in eval and determination of cause for the reported dislodgement. In this case, a conclusive cause for the reported stent dislodgement cannot be determined.